Manufacturer narrative:
Concomitant products: product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. Product ID: 64002, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: adapter. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported there was a slight purple area in the pocket area of the right abdomen where their ins and adapter were located. There were no signs or symptoms of infection noted. The health care professional (hcp), the neurosurgeon, and a movement disorder neurologist were notified. The patient continued to be monitored. In (B)(6), the patient noted the skin around the pocket site in the right abdomen was more purple and their skin was tauter. The patient was scheduled for a pocket revision for (B)(6) 2016. The two extensions were removed and replaced. The pocket adapter was also removed. The issue was resolved at the time of report.

Event description:
Additional information was received from the consumer indicating that their revision took place in (B)(6).